Event description:
Technical senices received a call on (B)(6) 2011 from sales rep. The lead will be explanted due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).